Event description:
It was reported a patient presented for an unrelated procedure on (B)(6) 2024. During the procedure the implantable cardioverter defibrillator (ICD) had inappropriate shock due to cautery. Programming changes were made to turn off therapies and the procedure was completed. Post-procedure the patient was stable.